Event description:
Surgery completed with out incidence. Third day post-op pt developed fever and did not seek medical attention. Pt returned to the hospital on 6th day post-op with fever, sepsis and abdominal distension.